Manufacturer narrative:
Natus medical investigation found no evidence for cause of damage or cause of malfunction to the vac pac leak. Customers are instructed by the instruction manual to inspect the vac-pac prior to each use. Further investigation is not possible as product has been destroyed on-site. The customer has since been provided a replacement.

Event description:
Natus medical received a complaint on (B)(6) 2017 that their vac-pac had a leak. The malfunction was found during onsite testing. There was no report of harm, death or serious injury. No environmental or safety concerns.